Event description:
Pt prescription: flourouracil 370 mg per 24 hrs as continuous infusion via surgically implanted port; to be administered utilizing infusion pump. 1/27/94, prior to dispensing, pump programmed by pharmacist to deliver medication over a 7 day period as follows: total volume: 117.6 ml. 0.07 ml/hr to be infused over 7 days. A "locked infusion protocol" was utilized. Medication dispensed to pt: 5140 mg flourouracil in d5w (250 ml), or a total supply of 14 days of medication. Plan was to include return visit to pt by home health care nurse on day #7 to provide required central catheter management and to reset pump to deliver subsequent 7 days of 5fu therapy. 2/1/94 (5:50 pm), pt's caregiver contacted rptr to report persistent problem with pump. Despite several attempts to correct, pump alarmed and displayed "bad battery" on lcd. Different 9-volt alkaline batteries were placed in pump yet after approx 10 mins each time, the pump alarmed and displayed above. Nicad was removed/replaced, as instructed, during battery changes solid green light appeared on pump, which indicates proper power available to pump. Pharmacist was notified to replace pump as soon as possible. Pt's caregive was requested not to further manipulate pump. 7:00 pm pharmacist arrived at pt's home. Inspection of pump system revealed empty medication bag. Pt disconnected IV administration set and flushed venous device. Problem: total volum/dose infused over 126 hrs, versus programmed and prescribed 336 hrs. Ie accelerated infusion. Pump and infusion system returned to co pharmacy. Pump inspection revealed the following: r= 0.7 ml/hr. V= 117.6 ml, **126: (min):(sec) volume: 80 ml, **or, 126 hrs; all display readings were as would be anticipated. Both home health agency nurse and pt deny any signs of solution leakage from infusion system. 2/2/94, utilizing same pump, new administration set, (2) 9 volt alkaline batteries and d5w solution, a pump systems check was performed: test #1: lcd: "malfunction #1." Test #2: (9 volt batteries removed/replaced, and pump restarted): 8 ml of solution infused over 5 min period; displayed infusion volume remained "0." Pump maintence history: 1) pump purchased from co 9/7/93; next svc due 3/7/94. 2) prior to dispensing, routine system check performed/documented; method: utilizing 100 ml d5w, pump programmed to deliver 200 ml/hr; accuracy verified. As of 2/14/94 co continues to test returned pump and administration set; no report received as yet.